Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. However, unit received with corroded battery tube. Insulin pump was monitored and no low battery alert, failed battery test or blank display anomalies noted. Insulin pump passed selftest, unexpected restart error test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that the insulin pump had a failed battery alarm. The insulin pump also showed low battery alarm and the pump had no damage in its case. The blood glucose of the customer was unknown at the time of incident. Troubleshooting was not performed. The product will be returned for analysis.